Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The pharmacist reported that the customer was hospitalized. The pharmacist asked for assistance to getting the pump settings so she can dose the customer while in the hospital. The pharmacist stated that the insulin pump gave a no delivery alarm and stated 24 hours. She stated that that was all she needed help with and could get to the settings from there.